Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator backup battery is depleted. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Patient information was requested and the customer stated the patient information is not available.

Event description:
The customer reported the ventilator backup battery is depleted. The customer reported there was patient involvement with no harm to the patient.